Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was around 120 mg/dl. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.